Manufacturer narrative:
The device was not returned to olympus for evaluation. The technical assistance center (tac) emailed the customer the reprocessing manual to resolve the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. According to the investigation result, investigators were not able to specify occurrence cause of the event and the issue was resolved at the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope was incorrectly reprocessed. The customer called into the olympus technical assistant center and asked if the scope could be stored in a sleeve. There was no patient harm associated with the event. Additional information from the customer reported that the facility usually transports scopes that have been cleaned and reprocess in a sleeve, and this was the question to the olympus technical assistant center by one of the customers tjc inspectors that inspect scopes. The customer also reported that the scope was not used but needed to be reprocessed due to exceeding the 14-day hang time in a scope container/closet.